Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient reported a loss of therapy. It was indicated that when the company representative set it, she could feel the stim, and then she increased it, it was more intense. Since tuesday, she felt like she was getting poked by a stick. She was feeling stim on the day of report. Patient was instructed to decrease stim to 2.3 volts and it resolved the poking feeling. Two weeks later, patient further reported that she was having leakage at night. It was noted that therapy was on but she was not feeling stim on the day of this call. The event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.